Manufacturer narrative:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device loses electrocardiographic monitoring capacity suddenly. There was no patient involvement. Based on the information available, the root cause could not be confirmed. Device is eol (end of life) and no repair work done by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is eol (end of life) and no repair work done by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: device is end of life/end of support.

Event description:
It was reported to philips that the heartstart mrx suddenly loses the electrocardiographic monitoring capacity. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.